Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 504 mg/dl. The current blood glucose level was 115 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege the insulin pump was under delivering. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.